Event description:
The customer reported that when the facility performed a generator check, the ventilator alarmed and shut down while in use on a patient. The customer reported the ventilator did not switch over to backup battery on the unit. The customer reported there was no patient harm. The manufacturer's service technician reported he was able to duplicate the customer reported problem. The respironics service technician replaced the backup battery to correct the problem. Extended self testing (est) and final testing was completed and the ventilator passed per operating specifications.